Manufacturer narrative:
Investigation summary: tachycardia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history lot: device lot: 1911465. Device history batch: sub-component lot: n/a. Device history review: the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia and bleeding. The patient was transfused one unit of packed red blood cells. Later, the patient was successfully weaned from the pump and survived.